Event description:
It was reported that the patient presented with chest pain. It was noted that the implantable cardioverter defibrillator (ICD) labeled a ventricular tachycardia (vt) event as supra ventricular tachycardia (svt) and inappropriately withheld therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Removal of (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device incorrectly detected vt and inappropriately applied atp therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.